Manufacturer narrative:
Results: this field should have been blank in the prior medwatch. The manufacturing evaluation was completed on march 3, 2018 and it stated a review of the manufacturing records for the devices verified the lots met all pre-release specifications.

Manufacturer narrative:
(B)(4). Additional devices: pxt231212 (B)(4) ; pxl161207 (B)(4). It is not known which device or whether all devices contributed to the event therefore all were investigated. Results code: review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion code: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2012 a patient underwent treatment of an abdominal aortic aneurysm, measuring 54.4mm, with gore® excluder® aaa endoprostheses on (B)(6) 2012 the aneurysm measured 54mm. On (B)(6) 2012 the aneurysm measured 46mm. On (B)(6) 2015 the aneurysm measured 54mm. On (B)(6) 2017 a type ii endoleak was discovered as well as a type iii endoleak on the left iliac branch.

Manufacturer narrative:
Date of event corrected.